Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported successfully booting-up the o-arm 1000 imaging system. The unit functioned properly. The reported issue could not be replicated. A year review of the system and account history found no previous occurrence and no recurrence of the issue. No further relevant issues have been reported. No further actions required at this time. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a procedure, the o-arm 1000 imaging system was unresponsive in the step: system booting - please wait. A system re-boot did not resolve the issue, nor did it allow the o-arm to respond to the drive function, and be moved out of the operating room. A second system re-boot restored the drive function, the o-arm was moved out of the operating room and when re-connected to the mobile viewing system (mvs), the o-arm pendent went to the initialization menu. A red x was displayed for the communication: connected - not ready, at which point the mvs booted and patient information was entered successfully. The surgeon was not using navigation for this procedure and opted to abandon the use of the o-arm imaging system. A c-arm was used to complete the procedure. There was no impact on patient outcome.